Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt reported about a month ago (pt said either the first week on (B)(6), maybe last week on (B)(6), they began experiencing the return of pain/symptoms; burning and numbness from their shoulder blades to their arms. Pt suspected a wire may have moved due to working out (doing push-ups). Pt explained their symptoms weren't constant like they were before they got the ins, but happened randomly 3 or 4 times causing that area to feel burning and/or numbness; "whether sitting down, doing something, or doing nothing at all." Pt confirmed this pain was supposed to be handled by their 2022 ins for their cervical spine, not the 2020 implant for their lumbar. Pt saw their new healthcare provider (hcp) / orthopedic surgeon today, and hcp said to check with medtronic and have a mdt rep come to a follow-up appointment. Agent provided number to contact representatives and instructed pt to relay the number to their hcp to have an appointment set up. The patient was redirected to their hcp to further address the issue.